Event description:
It was reported that decrease sensing issue in p-wave amplitude variation and high capture threshold issue was observed on the atrial lead. The atrial lead showed two signals of similar small amplitudes where one was nearfield atrial and oversensing far field ventricular. Lead was explanted and a new lead was implanted. Patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.